Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the patient had a blood glucose (bg) of 28.1mmol/l with symptoms of dehydration, nausea, vomiting, abdominal pain and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: the battery compartment was cracked on the side from the threads to the cover. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range. The display screen was dim and discolored.